Manufacturer narrative:
The lot number for this device was not supplied: therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of an introflex introducer indwelling for 4 days in a patient who had a mitral valvuloplasty, tricuspid valvuloplasty and left atrial appendage ligation operation, the side port of the introducer was found detached when the nurse was replacing the medical film dressing. The introducer was removed, and no new introducer was placed. There was no report of medication, blood loss or air embolism. There was no allegation of patient injury. Device not available for evaluation as it was discarded.